Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, dent in cable unit, due to water leak in coupler unit, the coupler could not be locked smoothly, adhesive on cable unit peeled off, and worn buttons. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the hd autoclavable camera head exhibited blurred image. Upon inspection and testing of the customer returned device, the scope exhibited blurred image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon of ¿blurry image¿ was not reproduced. However, water leak was observed in the coupler unit. Therefore, it was determined that an image blurred temporarily because water temporarily leaked from the coupler unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.